Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did clips not feed into the jaws? Yes. Did clips not hold on to tissue or vessel once placed? Yes. What do you mean with "there are a lot of empty packs inside" please clarify. There¿s no nail came out while firing. Investigation summary: the analysis results found that the mcs20 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 10 clips as intended. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, there are a lot of empty packs inside. And the mcs20 can't smoothly clamp the vessels. No patient consequence reported.